Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: fear alcl, capsular contracture baker grade unknown further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side removal was noted as "fear alcl, capsular contracture baker grade unknown. Device has been explanted.

Event description:
Additionally, healthcare professional reported and confirmed baker grade iii. Device has been explanted and discarded after surgery.